Manufacturer narrative:
(B)(4). This report is being filed against an ex-us product (07c18) which has a similar product (01l82) distributed in the us. Product evaluation is in process and the results will be submitted in a follow-up report.

Event description:
The customer stated that a patient (pregnant woman) with a history of a negative result for the architect anti-hbs assay (1.3 miu/ml back in (B)(6) 2013), generated a positive result (18.0 miu/ml) when tested recently in (B)(6) 2014. The customer questioned the positive result. No impact to patient management was reported.